Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff was torn in multiple spots. The returned sample appears to be used as there was biological material present on the device. No other defects were observed. Functional testing could not be performed based upon the condition of the sample. The instructions for use (IFU) for this product was reviewed as a part of the complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." Based on the investigation performed, the reported complaint was confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Although a tear was seen in the cuff, there were signs of use visible on the et tube. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. Based upon the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the "doctor found the cuff leakage prior to use on patient during functional test."

Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges that the "doctor found the cuff leakage prior to use on patient during functional test."